Event description:
The patient's defect measured 15mm based on sizing balloon and stop-flow technique and an 18mm amplatzer septal occluder (aso) was implanted after verifying its stability in the defect. A trans-thoracic echo verified there was no residual flow across the defect. A follow-up echo the next day, however, showed the aso had embolized into the left ventricular outflow tract touching the anterior mitral valve leaflet. The patient was referred for surgery and the aso was explanted.

Manufacturer narrative:
The aso was not returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.